Event description:
The customer reported that 30 minutes into an IV infusion, a leak was noticed above the drip chamber. No pt harm reported. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. Lot history record review could not be performed, because no lot number was provided.